Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix did not come off from the tissue. Eventually the lead was pulled out together with the tissue and the helix was stretched. The lead was attempted and not used. No patient complications have been reported as a result of this event.